Manufacturer narrative:
Reporter and reporting institution: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that an error message: "non critical errors" appeared on the device and wants an analysis of the logs. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
After analyzing the logs, the rse confirmed that no error messages related to the non-critical error appeared in the logs. The customer will request information from the department regarding the exact message that appeared on the device. In the event that the message reappears, the department will reach out to philips for assistance. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction.